Event description:
Plaintiff reports bilateral implantation 10/27/82, with explanation 3/4/87. Plaintiff alleges injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone.